Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the status of the emitter changed to localizer not connected after registration. Rebooting the system and switching the ports on the axiem box did not resolve the issue. It was reported that the site was able to register the patient but were unable to track instruments or patient tracker. Site mentioned that a noise could not be heard from the emitter. A second emitter cable was used to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.